Event description:
It was reported that the arctic sun device had failed to calibration for an error 1(patient line open) and system had 7746 hours. The device comes for the 2000 hours preventive maintenance. Per follow up information received via email on 16aug2023, it was reported that they were correcting its po in order to get the quote for a shipping label. Per sample evaluation results on 20sep2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed due to a faulty circulation pump. This also caused the device to have an inability to autofill. Photo sample confirmed the reported issue. The circulation pump sn (B)(6) was serviced. The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device serviced the mixing pump sn (B)(6), replacing heater lot 1736 with lot 2314, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had failed to calibration for an error 1(patient line open) and system had 7746 hours. The device comes for the 2000 hours preventive maintenance. Per follow up information received via email on 16aug2023, updated entry description (see attachment)it was reported that they were correcting its po in order to get the quote for a shipping label. No additional information is available at this time. An additional follow up is not required. Per sample evaluation results on 20sep2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device.